Event description:
Edwards received information that a 27mm bioprosthetic valve implanted in the mitral position was explanted at implant due to significant central regurgitation. The patient underwent surgery for mitral valve replacement, rheumatic etiology, cabgx2, and radiofrequency to treat atrial fibrillation. After coming off cardiopulmonary bypass the tee showed significant central regurgitation of the prosthetic valve; however, the coaptation of the cusps were incomplete and the movement of the cusp was slow. The surgeon alleged intrinsic malfunction. The 27mm pericardial valve was explanted and a mechanical valve implanted. The patient's condition was reported to be critical with iabp and ECMO.

Manufacturer narrative:
Conclusion: device evaluation anticipated but not yet begun. Additional manufacturer narrative: the device was returned to edwards and is pending evaluation. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. A supplemental MDR will be submitted once new information is received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
As received, the leaflets exhibited characteristic markings which indicated suture was looped around commissure 2. Suture track and permanent indentations were present on the free margins of leaflets 1 and 2. These indentations were most likely left by suture that was tied tightly down and against commissure 2. Both wireform and metal band appeared intact in the x-ray. Suture holes were evident around the sewing ring; however there was no suture on the sewing ring. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The customer's report of central regurgitation could not be confirmed. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while still on bypass, it may require subsequent re-intervention. Based on the information received the root cause of the event is indeterminable; however, operational context likely contributed to the event.

Event description:
Edwards learned that the patient left the operating room in critical condition requiring iabp and ECMO support. Despite the ventricular support the patient passed away few days later.